Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment latch coupling device, (B)(6)2022. Device manufacture date: the device manufacture date is currently unavailable as the serial number is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: serial number unknown; (B)(4).

Event description:
It was reported from (B)(6) that the electric pen drive device was broken and an unknown oil was coming out of the handpiece device when irrigating while in use with an attachment latch coupling device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.